Manufacturer narrative:
Reporter is synthes employee. A product investigation was conducted. The customer reported the device was found to be out of drawing inspection. The repair technician reported the device was broken. Torque test failed high is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on 23-aug-2019. The vendor repaired the device per the vendor work instructions. The device will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 21. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part # 321.133. Synthes lot number: 4957425. Supplier lot number: 549408b05. Manufacturing site: synthes (B)(4). Release to warehouse date: 01-mar-2005. Supplier: (B)(4). No ncr¿s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, a torque limiting handle was found to be out of drawing inspection. The drawing specification is 7.0-8.4. The torque tested high - 8.45. There was no patient involvement. During manufacturer's analysis of the device it was identified the device was broken. This report is for one (1) torque limiting handle/quick release-6 mm hex coupling. This is report 1 of 1 for complaint (B)(4).